Event description:
It was reported that the patient had a systemic infection requiring the implantable cardioverter defibrillator (ICD) system to be removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314drm lead, implanted: (B)(6) 2013. (B)(4).